Manufacturer narrative:
The maryland bipolar forceps instrument has been returned and evaluated by the failure analysis team. Failure analysis investigations confirmed the customer reported complaint. Failure analysis found the instrument to have damage to the conductor wire¿s insulation. The instrument passed electrical continuity test. Root cause of this failure is attributed to a component failure. A review of the instrument log for the maryland bipolar forceps instrument (pn# 470172-16 / lot# n10200102-0021) associated with this event has been performed. Per logs, the instrument was last used on 22-mar-2021 on system (B)(4). The alleged event occurred on the 8th use of the instrument. A review of the site's complaint history does not reveal any additional complaints involving this product. This complaint is being reported due to the following conclusion: the instrument had damaged conductor wire insulation without a full breakage at the distal end with a passed electrical continuity test. Damage to the conductor wire of the instrument could lead to unintended electrical discharge at a location other than intended. Although there was no patient injury, the product malfunction could cause or contribute to an adverse event if the failure were to recur.

Event description:
It was reported that during central processing, the black insulation on the wire was damaged and the wire was exposed on the maryland bipolar forceps instrument. There was no report of patient involvement or reported injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter for additional information; however, no response has been received at this time.